Event description:
According to the reporter, during vats segmentectomy laparoscopic procedure, upon transecting the lung tissue, some of the staples did not form well, some were even c-shaped. They used another loading unit instead. No patient injury.